Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user's pump screen cracked unexpectedly overnight. No injury or bg complications occurred. Patient transitioned to backup therapy and understood replacement process.